Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was unexpectedly shut off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had battery life diminished and slower to rewind and also had grinding noise. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind, device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Device received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.